Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I stay hurting/ I had tubes and coils removed and still having pain everything') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced amenorrhoea ("I haven't had a cycle also since (B)(6) 2016"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia pain"), abdominal distension ("bloated"), dysmenorrhoea ("mine where horrible before I stop having my cycle"), hot flush ("the month before I was hot flashing") and night sweats ("night sweats"). The patient was treated with surgery (tubes an coils removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the fibromyalgia, abdominal distension, amenorrhoea, dysmenorrhoea, hot flush and night sweats outcome was unknown. The reporter considered night sweats to be unrelated to essure. The reporter considered abdominal distension, amenorrhoea, dysmenorrhoea, fibromyalgia, hot flush and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Patient's age was added. Essure removal date was added. Essure removal was included as a part of pelvic pain treatment. Pelvic pain was updated to a serious incident. Events amenorrhoea, dysmenorrhoea, hot flush, night seats were added. Previously verbatim term I stay hurting was changed to I stay hurting/ I had tubes and coils removed and still having pain everything. On 23-mar-2020: follow up received from social media. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.